Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue at this time. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined in this event. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation. It was reported that during preparation of an xtr clip delivery system (cds), one of the grippers would not lower. Troubleshooting was performed, but the gripper was still unable to be lowered. Therefore, the cds was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.